Event description:
It was reported that the stent has been implanted in the sfa without problems. At the time to remove the system from the introducer, it was observed that the distal tip appeared to be destroyed; torn off. The device was removed from the pt and it was verified that no material remained in the pt. There was no report of injury to the pt.

Manufacturer narrative:
This report is being submitted, as this product is the same or similar to a device 510(k) # k060487 currently distributed in the us. The review of the manufacturing records show that no remarkable incidents occurred. The device has been returned. The investigation is underway.